Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant request was received for the patient's right elbow. Noted on the form: "rheumatoid arthritis with worn tea (total elbow arthroplasty) bushing. Worn bearing/ bushing need replacement."